Manufacturer narrative:
(B)(4). The lot was manufactured february 26, 2015 ¿ february 27, 2015. The device was received for evaluation. A visual inspection was performed and identified a white particle 1.64 mm in length. Fourier transform infrared spectroscopy was performed and identified the particle as acrylic. The cause of the condition was not determined. A CAPA was opened to address this condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate contained a floating fiber. This was identified after the device was filled with an unspecified amount of ceftriaxone. There was no patient involvement. No additional information is available.